Manufacturer narrative:
AED memory and event ECG reviewed. AED not returned. (B) (4): internal device memory reviewed. Conclusion: report is being filed as it cannot be conclusively stated that device did not contribute to event. Device memory indicated both poor pads contact and external (e.g. Handling) artifact. Device labeling provides cautions and warnings regarding the impact of both issues on delivery of therapy and provides instruction on appropriate correction.

Event description:
Pt death reported in conjunction with deployment of AED. (B) (4)